Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2016 she received a no delivery alarm during a bolus delivery. The alarm was resolved by a complete reservoir and infusion set change. Customer's blood glucose value was 600 mg/dl. She treated with the insulin pump and manual injection. She experienced nausea, vomiting, difficulty breathing and abdominal pain and was hospitalized on (B)(6) 2016 with diabetic ketoacidosis. Blood glucose value at the time of the admission was 699 mg/dl and she was treated with intravenous insulin and fluids. Current blood glucose value was 330 mg/dl. During troubleshooting, she stated that the drive support cap was recessed, the tubing had no air bubbles, no insulin leak was found and insulin did exit the tubing with manual prime. The insulin pump passed the high pressure test. She declined to check for site/insulin issues and the settings. She stated she the cannula was not. She was advised to change the entire set and follow up with the doctor.